Event description:
Attorney alleges the pt underwent another procedure within a couple of months from the original implant. The pt endured pain while waiting for the replacement. Attorney alleges the lead moved on the spine in 01/2004. The battery needed replacement five months later. The device was explanted and returned to the MFR for analysis.